Event description:
It was reported that t:slim x2 pump battery would not charge, as pump screen remained dark and would not turn on despite use of tandem charging cable, wall adapter, and alternate cables and adapters, with charging connection not recognized. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump with updated software, confirmed shipping details, instructed customer to allow battery on nonworking pump to fully deplete and return it within 10 days using provided materials, and advised customer to program pump settings and reconnect continuous glucose monitor once replacement pump was received.